Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 460 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, headache, stomach ache, pain and treated their high blood glucose levels via insulin drip. Customer¿s current blood glucose level was 83 mg/dl. Customer was admitted to the hospital on (B)(6) 2018 around 12:00 pm due to high blood glucose levels. The insulin pump will not be returned for analysis.